Event description:
A confirmed pump motor stall was noted in the event logs with no motor stall recovery recorded. There were several stalls and recoveries on (B) (6) 2010 and (B) (6) 2010. The final stall did not recover. The pump was refilled and programmed on (B) (6) 2010; the pump still did not recover following the update. The patient experienced "a lot" of pain. The patient was not exposed to any sources of emi (electromagnetic interference). The patient was admitted to the hospital on (B) (6) 2010 to be monitored for the withdrawal symptoms. It was stated that the patient was doing "well" as of (B) (6) 2010. The pump system was used to deliver dilaudid and bupivacaine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).